Event description:
Procedure: lap appendectomy. According to the report: this was an acute case and the pt had a caesarean scar. The port was placed through the caesar scar to avoid another scar for the pt. He put the port through as normal wiggling it rather than rotating. It got stuck and he could no longer push it any further. When he pulled it out it had broken off into 3 pieces at the bottom (the white fin and the 2 blue shields at the side of the fin). He had to retrieve the pieces from inside the pt. No extra blood loss occurred. Extra time was incurred but less than half an hour.

Manufacturer narrative:
(B) (4). (B) (4).